Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the user interface module (uim) was intermittently frozen. There was no injury/harm reported and the patient was placed on another ventilator.